Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that the alleged issue began on (B)(6) 2012 at 7:00am. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her usual diabetes management routine in response to the reported issue. At 2:00pm on the same day, the patient claimed to have developed symptoms of feeling "foggy and shaky" and immediately after, self treated with "orange juice" in response to these symptoms. The cca noted that the patient had just replaced the batteries. The reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.